Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer allowed remote access of the instrument data, which indicated weak sample mix. Quality control data was provided, indicating results were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced both the sample probe and mixer. The cse ran a mix test and precisions for ca, which resulted without flags. The cse ran quality control (qc), resulting within specification. The cause of the discordant, falsely low ca result was due to a sample probe mixer failure. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was reported to the physician(s). The customer repeated the sample on the same instrument, resulting low on one replicate and higher on the other and matching the patient history. The sample was retested on an alternate dimension vista instrument, resulting as expected. The corrected result obtained on the alternate dimension vista instrument was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.